Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that 30 minutes after taking 1.5 units of humalog, he had symptoms of hypoglycemia with a compact plus system blood glucose result of 85 mg/dl. He self-treated with two glucose tablets. Same system retest results within 10 minutes were 277 mg/dl and 135 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.